Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission. Upon review, it was noted that the device exhibited several episodes of non-sustained right ventricular oversensing that may have led to loss of capture in one of the ventricular chambers. The device was reprogrammed. The patient was stable during and post event.

Manufacturer narrative:
This supplemental report is to correct the previously reported information for the device. The event date was (B)(6) 2017.